Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had issues with the sensor. The insulin pump alarmed lost sensor. The customer's sensor glucose reading was 200 mg/dl but her blood glucose level was 38 mg/dl. The customer had juice and peanut button crackers to treat her blood glucose level. The device was not returned.